Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a default. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for needle clog and for needle breaks off during use (npe) on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 31ga 8mm were unable to deliver insulin or medication and cannula broke off. The following information was provided by the initial reporter : the consumer stated that when taking the injection insulin flow stopped before the shot was completed and when the consumer removed the pen needle, the non patient end broke off in the pen. Date of event : (B)(6) 2021. Samples : not available.